Manufacturer narrative:
(B)(4).

Event description:
It was reported that an expired fast-fix 360 straight device was implanted into a patient. No patient injury or complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.